Event description:
The customer reported the ventilator alarmed and shut down due to a vent inop occurrence. The customer reported there was no patient harm. The customer reported the device was not plugged into ac and was running on battery. The customer reported charging the battery to resolve the issue, there were no parts replaced. The manufacturers customer support engineer advised the customer to perform an extended self test before re-use of the device.

Manufacturer narrative:
Unit was repaired by a third party bio-med who reported the backup battery was charged and returned to service. No parts replaced.